Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Philips healthcare has received a device from a durable medical equipment (dme) supplier requesting preventative maintenance. There was no complaint allegation against this device; however during the evaluation the manufactures service technician discovered a faulty alarm module. Although the device display provides visual indicators of alarms occurring, the device labeling does not dictate that the displayed data be continuously monitored by the user. In the presence of life-threatening events when no sound is audible, and no user is continuously monitoring the display, serious injury and/or death can occur. The alarm module has been sent to the supplier for root cause evaluation. Based on a complete review of the complaint allegation, philips healthcare has determined that the reported issue requires further investigation. Once additional information is received, a follow-up additional information report will be filed to detail the findings and the need for any possible further action.